Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ezcarb bolus calculation results were showing up under ezbg instead. No additional information was provided. Animas attempted to follow up related to the issue but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: during testing, the pump successfully calculated and performed an ezcarb bolus. The bolus successfully recorded in the pump history as an ezcarb bolus. The complaint was unable to be duplicated. Unrelated to the complaint, the display screen was found to be discolored with a pinkish contrast, the battery compartment was found to be cracked, and the battery cap was found to have stripped threads. A test battery cap was used to complete testing.